Event description:
During an initial implant procedure, increased pacing impedance and failure to were detected on the right ventricular (rv) lead. While attempting to reposition the rv lead, the helix was unable to retract. A new rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and a helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix retracted with traces of blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood / tissue. Visual inspection of the lead noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.